Event description:
It was reported at the beginning of a laparoscopic nephrectomy case as they were tightening around the trocar the device broke. Did not come in contact with metal. They were spinning on trocar and the disc scattered. They pulled another device to complete the procedure. There was no pt consequence. One device will be returned.